Manufacturer narrative:
Addendum to the initial report. This report is being sent to show the adverse event report type.

Manufacturer narrative:
Addendum to the initial report. This supplemental report is being sent to show that the bard/davol flat mesh was used in support of the gastric banding procedure and not to repair either the hiatal or incisional hernia as was originally reported. There is no indication in the medical records provided of any type of adverse event involving the alleged bard/davol flat mesh. Based on the information provided, the bard mesh did not cause or contribute to the patient's outcome. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent a gastric bypass revision, insertion of gastric band, hiatal hernia repair, bilateral go-pump insertion and bilateral intercostal nerve blocks with implant of an alleged bard/davol flat mesh. Of note the "mesh was placed circumferentially proximal to the gastrojejunostomy. This mesh, or non-adjustable band was placed to regulate the size of this anastomosis and provide some resistance" following placement of jp drains, the hernia was closed with looped pds. On (B)(6) 2013 - patient underwent an incarcerated incisional hernia repair, insertion of non-bard/davol mesh, bilateral anterior abdominal wall component separation, and bilateral lumbar plexus blocks. Operative dictation did not mention any previously placed "marlex" mesh. On (B)(6) 2013 - patient date of death. No autopsy performed, however, the death certificate notes the cause of death to be: sepsis, onset two weeks prior to death and abdominal wall cellulitis, onset four months prior to death.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol¿s MDR files. Updated field to death as reflected in complaint details and follow up / death certificate.

Manufacturer narrative:
No conclusions can be made at this time as to the degree to which the alleged davol ¿marlex¿ mesh may have caused or contributed to the reported adverse outcome. It was reported the patient was treated for infection. In regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. Without product identifiers which were not provided a review of the manufacturing records could not be conducted. We have requested additional information. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - patient underwent a hernia repair and/or gastrojejunostomy (gastric bypass) with implant of a bard/davol "marlex" flat mesh. Following the implantation of the marlex mesh, it is alleged the patient began experiencing severe pain and was consistently treated by her physicians in order to alleviate her medical condition. On (B)(6) 2013--patient underwent a revision procedure to repair an incisional hernia. Following the revision surgery it is alleged the patient continued to experience severe pain and unspecified medical complications. On (B)(6) 2013 - patient died as an alleged result of the defendants "marlex" mesh. Based on the patient's death certificate, immediate cause of death is sepsis due to abdominal wall cellulitis/wound. No autopsy was performed.